Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that prior to implant, the pacemaker was unable to be interrogated due to loss of radio frequency telemetry. The pacemaker was not used. There was no patient involved.